Event description:
A health care provider (hcp) for a clinical study reported via a manufacturing representative that impedances were measured to be out of range when the implantable neurostimulator (ins) was interrogated on (B)(6) 2016. There were no patient symptoms and the event was not serious. No action was taken and the event was ongoing. The etiology was related to the device or therapy and not related to the implant procedure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the device was interrogated and showed that impedance¿s were out of range on (B)(6) 2017.